Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) at this time, the lens has not been explanted initial reporter telephone: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A hospital reported a patient experienced night time dysphotopsia and waxy vision on both eyes after tecnis symfony toric model zxr00 intraocular lenses (iols) were implanted. The patient¿s comment was of dissatisfaction as not happy with the side effects. As a result of the symptoms, there is a plan for bilateral explant on both eyes. The plan of action is to explant and replace the iols with zcb model iols bilaterally. This report is for the left eye. A separate report will be submitted for the right eye.